Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl at t the time of incident. The customer was treated with syringe. It was reported that there was smell insulin on the insulin pump and the insulin leak on the reservoir compartment. It was reported that the reservoir leak was at the reservoir barrel. The customer does not allege pump was under delivery. It was reported that the customer was not using automode. Customer was unsure if leak is past first or second o ring. The insulin pump will not and reservoir will be returned for analysis.